Event description:
It was reported that a patient underwent an hysterectomy procedure on (B)(6) 2026 and suture was used. This case is from health authority. After surgery, the pelvic floor was sutured. When the needle needed to be removed from the puncture device after suturing, the suture connecting the needle tail suddenly broke, making it difficult to remove the needle and suture from the abdominal cavity smoothly. The doctor was worried that there might be residual needle left in the abdominal cavity, so doctor immediately searched for and removed the needle and suture. After carefully checking the integrity of the needle and suture, confirm that there are no remaining needle or suture ends in the abdominal cavity. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/27/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.